Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the error by reviewing the printouts. Inspection of the analyzer revealed level sense issues for the sample tubes. Fse adjusted the liquid detector heights to resolve the issue. Fse was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number from (B)(4) from 05nov2018 to aware date (B)(6) 2019. There were no similar complaints identified during the review period. The st ft4 & pa (psa) analyte application manuals state the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was due to the liquid level sensor requiring adjustment.

Event description:
The customer reported receiving errant high results on multiple lots of free thyroxine (ft4) and prostate specific antigen (psa) with their aia-900 analyzer. Both assays had small sample volumes left; decontamination and weekly maintenance were performed on (B)(6) 2019, and were sent out for confirmation. Technical support confirmed the discrepant results and requested the customer perform a precision study that morning and afternoon. The customer requested service. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
Correction: h6 conclusion code.